Event description:
The manufacturer received information of a ventilator's screen was blank. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.